Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: plastic which broke off and was lodge inside of a "j loop". Additional information received from the customer: what was the impact to the patient? The patient was not harmed in this event.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that plastic which broke off and was lodge inside of a "j loop." Two photos of a broken luer body tip were provided for quality evaluation. One picture shows the tip of the luer connector body broken off into a another connector and the second photo shows the tip of the broken luer taken out of the connection. The customer complaint of component damage was confirmed. A root cause could not be determined because the physical sample was not provided. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.